Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display screen lens was scratched. It could not be confirmed whether or not the reporter could read the pump screen safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: investigation revealed that the display lens was scratched and was not clear and legible. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked in two places; the display was dim and discolored; the audio bolus button cover was damaged but the button remained responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.